Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a hemorrhagic stroke. The patient's inr was 5. No vad related issues or complications were reported and the pump parameters were in normal ranges. There was no autopsy and the pump is not available for evaluation.

Manufacturer narrative:
A direct relationship between the pump and the reported event could not be determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No autopsy was performed and the pump was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.